Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver alerting at incorrect value occurred. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot was performed and passed. Receiver download was performed and passed. Manual button test was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5:describe event or problem - additional. D9: device availability - additional. H2:additional information/device evaluation - additional. H3:device evaluated by manufacturer - additional. H6:adverse event problem - additional.